Event description:
Continue to get reports from our pharmacy technicians regarding the 60ml monoject syringes when compounding hazardous medications. Impacted lots include the following: 931561x, 926650x, 920351x, 927416x "while preparing a dose of IV voriconazole, the 60 ml monoject syringe broke at the luer lock tip where it attaches to the closed-system syringe adapter. Fortunately, I was just drawing up the diluent so there was no hazardous spill. I did not use excessive force when I was withdrawing the sterile water. This is a reoccurring issue with the monoject syringes." "Items continue to break. I think that the reason these events are showing up frequently is because we just switched to these syringes for compounding. We really only used them for chemo previously and when we lost the 60 ml syringes to only being marked to 50 ml, there was a decision made to use these for everything­ compounding as well as it chemo.'' (B)(6). Access number: (B)(4).